Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that the helix was disengaged from the helical channel. Blood/body fluid was present on the distal conductor (not obstructed), and in/on the helix mechanism and its sleeve head. The inner tubing was kinked/buckled. The tip seal was observed to be out of position. The device is part of the advisory for this model.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implantation attempt the physician stated that they may have over-retracted the helix after several fixation attempts. The helix than would no longer extend and the lead was not used. A new lead was successfully placed. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implantation attempt of the right ventricular lead the physician stated that they may have over-retracted the helix after several fixation attempts. The helix than would no longer extend and the lead was not used. A new lead was successfully placed. No patient complications have been reported as a result of this event.